Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, intuitive surgical inc. (Isi) clinical sales representative (csr) reported that the customer was experiencing the left arm sticking on console. The csr stated that they confirmed the issue. The csr stated that the left master tool manipulators (mtm) was sticking in both the left and right direction. The isi tse stated that issue was noted during a procedure on monday and that the surgeon moved over to the other console to complete the procedure. The tse reviewed the logs and did not note any associated errors. The procedure was converted to another davinci system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noticed that the console would request the user to match grips intermittently. The tse had the fse block head sensor with a piece of paper, but issue remained. The tse then advised the fse to ensure that the armrest was not making contact with the touchpad as it could cause this issue. The fse stopped leaning on armrest and issue did not return. The tse recommended tightening armrest if loose and possibly replace if noticeably bent. The fse initially went in to replace the master tool manipulators (mtm) based on the description of the issue. Once the fse got onsite and did troubleshooting and realized that the issue was a broken arm rest. The fse also was unable to get the touchpad to work so replaced that as well. The fse replaced the armrest due to broken post. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis could not confirm the reported issue. The touchpad was installed on the printed circuit assembly (pca) test system. The unit was programmed to the latest version. Upon start up no errors were found. The technician performed a full calibration and the unit passed. It ran 10x power cycles and no issues were found. The screen was responsive and clear. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.